Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 210-211 mg/dl.

Manufacturer narrative:
Device not returned.